Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 was not connected, causing the ilet to operate in bg run mode until the agent assisted with pairing the cgm; the user reported a highest bg of 310 and bg remained out of range for more than 90 minutes, after which reconnection of the cgm resolved the issue. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education to pair the current dexcom g7 sensor to the ilet and confirmation that no device alerts or alarms occurred. Investigation of this case revealed that the hyperglycemia was associated with operation in bg run mode due to an unpaired cgm sensor, and that reconnecting the active sensor code restored integrated control. It was concluded, based on previously established findings for similar reports, that user-related setup of the cgm-to-ilet connection was the probable cause.